Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the stent dislodged during preparation and was located inside the mandrel. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent deliver system (sds) was returned with no blood or contrast visible. There was fluid visible in the inflation lumen. The stent implant was returned dislodged on the stylet covered by an orange protective sheath. There was no damage noted to the stent implant. There were crimp marks on the balloon and between the markers. The balloon was tightly folded. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements met manufacturing criteria. Pin gauges were used to measure the inner diameter of the returned orange protective sheath. Product performance engineering reviewed the incident information and the returned device analysis. It was reported that during preparation of the otw mini vision stent delivery system (sds), the stent implant dislodged. Factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure sheath removal or forced sheath removal, and interaction with other devices and/or anatomy. Analysis of the returned device found that the stent implant was dislodged onto the stylet. There was no damage noted to either the stent implant or the sds. The balloon of the sds was tightly folded, and there were crimp marks visible on the balloon between the markers, suggesting that the stent implant had been correctly positioned during manufacturing. There was some fluid visible in the inflation lumen, which indicates that the device may have been prepared at some point, thought that could be confirmed. The outer diameter of the stent implant was measured, and was found to be within manufacturing specifications. Additionally, the inner diameter of the returned protective sheath was also measured and found to be within specifications. Thus, although there were no issues identified with the returned device, a definite root cause for the stent dislodgement cannot be determined. A review of the device lot history records did not reveal any non-conforming material reports associated with the lot, and there have been no other incidents reported involving devices from the same lot. There are no indications of a lot specific product quality issue. This MDR is considered closed by the product performance group.